Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid 10 mg/ml at 2 mg/day via an implantable pump for unknown indications for use. It was reported that the catheter was not able to be aspirated. The patient had a return of pain. The rep stated that the patient was in a car accident, and immediately had a return of pain prompting investigation of the catheter. Cerebrospinal fluid (csf) could not be aspirated, so the catheter was replaced. Diagnostics/troubleshooting performed included a catheter aspiration via catheter access port (cap) was attempted, but unsuccessful prompting revision of the catheter. The existing catheter was partially removed and tied off. A new catheter was placed and connected to the pump. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history was asked but would not be made available due to legal/confidential reasons.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2024. Product type catheter product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2020. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 13-aug-2021, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 30-jan-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.